Event description:
Event: placement of stent in graft. Event details: the vessel was accessed via retroperitoneal incision. Wire wrap was encountered, but was resolved. A stent was placed in the contra limb. The graft was successfully implanted.